Manufacturer narrative:
Evaluation: conclusions: the suspect device is not being returned. An investigation will be performed and a follow-up report will be submitted when additional info is available.

Event description:
The complainant reported that during a pericardiocentesis procedure, the catheter pig tail could not follow the guidewire. In addition, the guidewire was stretched. No harm or injury to the pt was reported.